Event description:
It was reported that surgeon's handheld computer would not hold charge. The surgeon stated that the handheld would charge and after being unplugged from the ac power supply the battery depleted rapidly up to 25%. The reported handheld computer was returned to the manufacturer and is currently undergoing product analysis.